Event description:
It was reported that prior to starting a da vinci hysterectomy surgical procedure, one of the system patient side manipulators would not move into docking positon. An isi technical support engineer attempted to troubleshoot the issue via telephone, however, the issue could not be resolved. The patient had been under anesthesia for 30 minutes when the surgeon decided to abort the planned procedure and reschedule it for a later date.

Manufacturer narrative:
The investigation conducted by field service engineering found that an axis on the affected patient side manipulator (psm) was rotated 360 degrees out of range, causing the psm cable to wrap around the setup joint and limiting movement of the psm. The patient side manipulator (psm) is an instrument arm located on the patient's side cart that provides the sterile interface for the endowrist instruments. The system was repaired by placing the psm in its proper position and training was provided to the surgical staff regarding proper psm placement during case setup. As of (B) (6) 2008, there have been no reported recurrences of the issue at this hospital.